Event description:
Reporter indicated that the site's dell handheld computer had become frozen upon interrogation on several occassions. It was reported that the issued resolves after the software flashcard is removed and reinserted.